Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 500 mg/dl to "high". Customer administered a manual injection to address the issue and went to the emergency room via ambulance with high ketones identified as life-threatening by a healthcare. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.